Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:7139996/7145569.

Event description:
It was reported that the patient had a possible infection at the implantable pulse generator (ipg) and lead site. The patients incision had opened up, some discharge and a temperature was also noted. The physician confirmed that the infection was not device or procedure related, and rather due to the internal suture. The physician removed the suture, cleaned the wound, and administered antibiotics. Upon follow-up, the patient was stable and doing well.